Manufacturer narrative:
Unit received and placed unit under microscope and found moisture damage at the connector pins. Also visually found low spring contact at the connector pins# 1,2,3. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the transmitter and sensor was not working. Changed sensor, transmitter was not connecting on the second or third attempt. And also received the change sensor alert and sensor updating alerts. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was performed for los of comunication. Deleted transmitter serial number from pump and re-paired but transmitter would still not communicate/trigger a "sensor connected" alert. Customer was unable to run a transmitter test and/or test passed. Troubleshooting was performed for sensor alerts. Customer was advised to try another sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.